Manufacturer narrative:
Investigation summary: customer returned one (1) loose 30g x 12.7mm, 0.5ml bd insulin syringe. Consumer reported the shield on 1 syringe, appears to be "melted" and its bending to the left. The returned sample was examined, and it was observed that the cannula shield was crushed. The cause for this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8218743. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200772081] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 24sep2019, holdrege receive a complaint, via a picture, from material 328466, batch 8218743. The sample was requested to be sent to holdrege and was received on 30sep2019. The sample was decontaminated per hrst-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the shield to be crushed and torn. The cannula inside the shield was also bent due to the crushing damage. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that one syringe 0.5ml 30ga 1/2in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: it was reported that shield on one syringe appeared melted and is bending to the left. Verbatim: consumer reported the shield on 1 syringe, appears to be "melted" and its bending to the left. Cannot use the syringe. Samples is available to send in. Lot: 8218743, item: 328466, expiration date: 2023-08-31, occurrence date: 07/22/2019.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8218743. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It has been reported that one syringe 0.5ml 30ga 1/2in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: it was reported that shield on one syringe appeared melted and is bending to the left. Verbatim: consumer reported the shield on 1 syringe, appears to be "melted" and its bending to the left. Cannot use the syringe. Samples is available to send in. Lot: 8218743, item: 328466, expiration date: 2023-08-31, occurrence date: (B)(6) 2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5 ml 30ga 1/2 in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: it was reported that shield on one syringe appeared melted and is bending to the left. Verbatim: consumer reported the shield on 1 syringe, appears to be "melted" and its bending to the left. Cannot use the syringe. Sample is available to send in. Lot: 8218743, item: 328466, expiration date: 2023-08-31, occurrence date: (B)(6) 2019.